Event description:
A report was received that the patient was scheduled for an explant procedure for unknown reason.

Event description:
A report was received that the patient was scheduled for an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The reason for the explant was inadequate stimulation. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.